Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 208 mg/dl. The customer does use the sensor feature. They were able to rewind the insulin pump. The customer stated that the motor error alarm has occurred multiple times during several months. The discontinuation of the device was advised. Nothing further was reported.